Event description:
Case description: investigation results: name: novopen echo, batch number: jvgv956-2. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. No remarks. Visual examination and functional testing were performed. After ensuring contact between the piston rod and the rubber piston in a new cartridge attached, the pen performed a jet from all dose sizes except half a unit where only a drop appeared and ran down the needle, which is normal. It was not possible to observe the alleged fault. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Since last submission the case has been updated with the following: final report date has been extended, investigation results were updated for novopen echo, malfunction was updated to no, narrative was updated accordingly. References included: reference ID#: br-novoprod-1135135. Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00157. Final manufacturer's comment: 17-jan-2024: the suspected device novopen echo has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba and fiasp penfill. H3 continued: evaluation summary: name: novopen echo, batch number: jvgv956-2. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. No remarks. Visual examination and functional testing were performed. After ensuring contact between the piston rod and the rubber piston in a new cartridge attached, the pen performed a jet from all dose sizes except half a unit where only a drop appeared and ran down the needle, which is normal. It was not possible to observe the alleged fault. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] patient uses doses of only 2.5ui/3ui maximum, but only 6ui dispenses a continuous jet [device delivery system issue] case description: this serious spontaneous case from brazil was reported by a patient family member or friend as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2023, "patient uses doses of only 2.5ui/3ui maximum, but only 6ui dispenses a continuous jet(device delivery system improper flow)" beginning on (B)(6) 2023, and concerned a 5 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date and ongoing for "device therapy", , fiasp penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - 2.5ui/3ui) (therapy dates - ongoing) from unknown start date and ongoing for "product used for unknown indication", , tresiba (insulin degludec) solution for injection (dose, frequency & route used - 2.5ui/3ui) (therapy dates - ongoing) from unknown start date and ongoing for "product used for unknown indication", patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On (B)(6) 2023, novopen device was malfunctioning, the flow test with the device was performed and there was no continuous jet. All the units starting from the flow test were tried, but only in the 6ui did a continuous jet come out. Patient said that the spring of the device was properly touching the penfill, and there seems to be nothing abnormal physically with the device. However, the patient used a doses of only 2.5ui/3ui maximum, making it impossible to use 6ui. Patient informed that the penfill arrived, and when she tested it again, the same problem occurred. The patient was experiencing serious changes and continuous hyperglycemia between 500 - 405 - 342 (unit not reported) due to this malfunction. The device was not stored in the refrigerator, has not been dropped, and has not been wet. Needles are not reused. Needle was not kept attached on pen after application. Batch number of novopen echo: jvgv956-2 fiasp penfill: requested tresiba: requested action taken to novopen echo was reported as no change. Action taken to fiasp penfill was reported as no change. Action taken to tresiba was reported as no change. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "patient uses doses of only 2.5ui/3ui maximum, but only 6ui dispenses a continuous jet(device delivery system improper flow)" was not reported. No further information available references included: reference type: e2b company number reference ID#: (B)(4)